Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect obsolete user interface module (uim) assembly part number 16370 and serialized (B)(4) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components within the uim and found some cosmetic scratches. The fa lab also performed multiple power on cycles on the suspect control board on a test uim. Voltage testing of the real time clock battery was performed and found the voltage out of specifications. The fa lab was able to duplicate the reported issue the root cause is associated with material fatigue within the clock battery, which caused the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an intermittent user interface module (uim) display, on this ventilator device. The customer stated no patient involvement with this event.